Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the clinical specialist, approximately 2 years and 10 months post-implantation of a 29 mm sapien valve in the alterra pre-stent in the pulmonic position via transfemoral approach, one rung fracture was found at the alterra inflow in the 2 year follow up. The 2 year time point is the first point where this fracture is visualized.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as conflicting information was received. A complaint was initiated due to a reported event of frame fracture noted at 2-yr fluoro (core lab); however, the medical report from site indicated no fracture. Despite the discrepancy, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of IFU/training materials revealed no deficiencies. Technical summary written by edwards lifesciences documented a review of available CT scans / imagery for patients with a fractured stent. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summary's imagery reviews also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. The technical summary written by edwards lifesciences reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. In this case, it is unsure if a strut fracture occurred post 2-year implantation due to conflict information between medical reports (core lab vs site). However, based on previous investigation on similar reported events, patient factors (rvot characteristics) were identified as a potential contributing factors to frame fracture. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action is required at this time.